Event description:
It was reported that with continuous flushing, air bubbles were observed inside the sheath. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. Initial insertion into the left atrium with aspiration was tested without issue. After beginning continuous flushing, air was observed inside the sheath. Flushing was immediately stopped, and the sheath was withdrawn from the patient anatomy. The sheath was replaced with new sheath with the same lot, and the same issue occurred. Flushing was immediately stopped, and the sheath was withdrawn from the patient anatomy. The sheath was replaced with new sheath with the different lot, and the issue was resolved. No devices had been inside either sheath. The procedure steps were performed normally (insertion into la, removing dilatator, aspiration and flushing sheath, than start irrigation). A pressure bag was used to irrigate. Air bubbles were observed in the sheath shaft, no air was seen in the patient. The procedure was completed successfully without patient complications. The device has returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the faradrive sheath was first visually inspected, and no abnormalities were observed. The sheath was leaked test and it passed. Microscopic inspection revealed no abnormalities on the hemostatic valves. Based on all the available information, the complaint for 'visible air/bubbles' was not confirmed through product analysis. Therefore, boston scientific assigned the investigation conclusion code of 'no problem detected' to the referenced event, as the investigation revealed the sheath passed all leak testing and microscopy did not reveal any damage to the valves.

Event description:
It was reported that with continuous flushing, air bubbles were observed inside the sheath. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. Initial insertion into the left atrium with aspiration was tested without issue. After beginning continuous flushing, air was observed inside the sheath. Flushing was immediately stopped, and the sheath was withdrawn from the patient anatomy. The sheath was replaced with new sheath with the same lot, and the same issue occurred. Flushing was immediately stopped, and the sheath was withdrawn from the patient anatomy. The sheath was replaced with new sheath with the different lot, and the issue was resolved. No devices had been inside either sheath. The procedure steps were performed normally (insertion into la, removing dilatator, aspiration and flushing sheath, than start irrigation). A pressure bag was used to irrigate. Air bubbles were observed in the sheath shaft, no air was seen in the patient. The procedure was completed successfully without patient complications. The devices are expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.